Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the right ventricular (rv) lead dislodged. Revision was attempted however the helix wouldn't retract due to tissue. A new rv leas was therefore implanted. No patient complications have been reported as a result of this event.